Event description:
The pt was implanted with a pisces quad lead using the titan anchor. Several days after implantation, the patient didn't feel paresthesia in the correct area anymore. Upon further investigation, the physician found the titan anchor and the lead had moved from their initial location, so the physician decided to replace the lead system with a surgical lead. During surgery, the physician discovered the titan anchor had separated into two sections: the external silicone was still at its original place, but, the metalkic insert had moved with the lead. The devices were not returned to the manufacturer for analysis.